Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2023-03701. Related manufacturer reference number: 1627487-2023-03702. It was reported that the patient experienced heating/burning sensation at the ipg site and inadequate therapy/coverage. Reportedly, the heating sensation appears with when stimulation is one. No anomaly was seen on the x-ray. Surgical intervention play take place at a later date to address the issue.